Event description:
It was reported the patient (B)(6) was without stimulation. It was also reported the patient did not recharge the ipg due to the loss of stimulation. Prior to the loss of stimulation, the patient stated he charged his ipg twice a week. The patient also stated he did not receive a " low battery" warning. The patient's program parameters are 40 hz, 450 pw and 9.5 a. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. Follow-up information revealed the patient resumed effective therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.